Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6 and h10. 4307 - intuitive surgical received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have thermal damage on the bipolar yaw pulley. This failure is most commonly caused by mishandling/misuse, such as energy instrument collisions. The electrical continuity test was performed and passed. Based on the failure analysis results, there is no change in the reportability decision; this complaint remains reportable due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse. It is unknown what caused the thermal damage to occur. Although there was no patient harm, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps (420205-12/n10181114 006) has been performed. The instrument was last used on (B)(6) 2020 on system sh2342. The alleged event occurred on the 7th use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the thermal damage to occur. Although there was no patient harm, if this malfunction were to recur it could likely cause or contribute to an adverse event. Follow-up was attempted, but the information was either unknown, unavailable, or not provided. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that after completion of a da vinci-assisted partial nephrectomy surgical procedure, the insulation glue at the front end of the instrument was melted and deformed. There was no report of fragment(s) falling inside the patient. There was no reported patient harm, adverse outcome, or injury. Intuitive surgical followed up with the surgeon and obtained the following additional: the instrument was inspected prior to use, and there was no damage observed. The surgeon was using the forcetriad esu settings cut: 30 and coag: 30. The surgical staff did not notice any arcing of electrical energy. The surgeon did not have any issue with the functionality of the instrument during the surgical procedure. There was no report of instrument or tool collision. The surgeon believed the thermal damage was due to the quality of the instrument. The patient was fine, and there was no indication that the patient returned to the hospital due to post-surgical complications as a result of the event.